Manufacturer narrative:
D10: concomitants: 6744417, 02-020-11-0250 - truliant ps cem fem ps cem left sz 5; 7055163, 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t. G4: 510k corrected. H6: corrected. Manufacturer narrative: the reason for the reported prosthesis wear cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Pending investigation.

Event description:
It is reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2021, with no revision surgery reported. There is no device information provided. No radiographic images of the device are provided. There is no other information available